Event description:
During pci, pt2 guidewire was pulled back at which time distal tip remained in om vessel. Attempts to retrieve were not possible due to location and anatomy of vessels. Pt without symptoms associated with malfunction. Decision to attempt to remove remaining wire/tip has not yet been decided.